Manufacturer narrative:
(B)(4). Date sent: 11/19/2024. D4: batch # y70060. Additional information was requested and the following was obtained: "if you mentioned scissoring, were there any bleeding from the clips or additional procedures? No, there was no bleeding or additional procedures." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the msm20 device was received with a clip in jaws and with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed twelve(12) malformed clip and then it ejected two(2) clips. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the camplate was found to be broken causing the malformed and ejected clips. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clip was malformed at the first shot. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.